Event description:
Caller alleged discrepant high inratio inr result in comparison to the (lab) laboratory inr result. On (B)(6) 2014 pt stopped coumadin due to procedure schedule for on (B)(6) 2014 to drain fluids from lung. Additionally on (B)(6) 2014 pts inr values are: inratio 3.6; lab 1.49, pts therapeutic range is 2.0-3.0, time between testing was greater than 2 hours. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The customer has lupus and antiphospholipid syndrome. Testing with an aps-insensitive laboratory method is recommended for these pts. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.